Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. The balloon was replaced due to a leak at the neck of the balloon junction.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. The balloon was replaced due to a leak at the neck of the balloon junction. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Sections d4 and d6a updated.